Manufacturer narrative:
Due to character limitation, event site full name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had system over temperature alarm. There was no harm or injury reported.

Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11 the customer troubleshot this alarm by powering the pump off and back on without any issue. This resolved the alarm. The customer also reported that they had positioned the vent of the pump away from the patient¿s bed and invoked a fo calibration. The customer reported that all blood pressure indices and waveforms were appropriate. The emergency clinical support line had completed the proper troubleshooting and recommended having a back-up pump at the bedside. A getinge field service engineer (fse) was dispatched to evaluate the unit and was unable to confirm the reported malfunction. The fse stated there was no need to replace any parts. The (fse) conducted functional and safety checks and was able to confirm the device was operating in correct parameters. There was no harm/serious injury to the patient.

Event description:
N/a